Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory leak test. An external leak was observed in the form of a steady stream of bubbles originating from the header on the non-cavity ID end at approximately 4.0 psi. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header on the non-cavity ID end, a pe/pu sliver was found at approximately 70° and extended to approximately 250°. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. There were no other complaints reported against this lot. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic manager reported to that a dialyzer was leaking from the threads near the head during patient¿s hemodialysis treatment. There were no adverse event nor medical intervention was required to the patient. The patient¿s estimated blood loss was less than 50cc. The 2008t machine did not alarm as the leak was external. The clinic manager confirmed that fresenius bloodlines were used during treatment. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.